Event description:
Additional information was received on (B)(6) 2012 when product analysis was completed on the serial cable. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.

Event description:
On (B)(6) 2012 it was reported that the physician's serial cable seems to be defective as it only works when it is bent upwards at the handheld. The handheld serial cable was returned to the manufacturer for product analysis on (B)(4) 2012. Product analysis is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(6) 2013 when it was reported that the problems have stopped after the replacement with a new serial cable. When they used the old serial cable, it appeared that the problems seemed to be dependent on whether the cable was bent next to the wand.

Manufacturer narrative:
.